Manufacturer narrative:
H6: investigation summary: twenty-six samples and seven photos were provided to our quality team for investigation. Two samples were in a sealed package. Ten physical samples were received with a claim of "scale marking issue¿. After visual inspection, it was observed that three samples had smear print outside the printed area, it was observed that one sample had smear print around the 2ml grad line with several small dots, after visual inspection, it was observed that all three samples had small scratches outside the printed area and on the scale marking which caused some missing print. Furthermore, the last thirteen samples were received with the claim of ¿scale marking issue¿. After visual inspection, it was observed that four samples were missing more than 50% of the print and other nine samples had some minor breaks in the printed items on the scale marking. The potential root cause for the scale marking issues and barrel scratches defects are associated with the assembly process. The embedded foreign matter is most likely degraded plastic. A device history record review was completed for provided lot number 2088044. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that 13 bd luer-lok¿ sterile, single use syringes had scale marking issues. The following information was provided by the initial reporter, translated from japanese: "the customer reported multiple defects, including... Printing issues".

Event description:
It was reported that 13 bd luer-lok¿ sterile, single use syringes had scale marking issues. The following information was provided by the initial reporter, translated from japanese: "the customer reported multiple defects, including printing issues".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.